Event description:
Received notice of complaint concerning above product from product complaint submitted by dir of nursing. Spoke with dir of nursing who reports a leak occurred from a "split-like" hole in the pump segment of this second-use bloodline. Leak was noted just as pt treatment initiated. Estimated blood loss reported as less than 100cc but more than 20cc. Pt remained stable, no intervention required. Line was changed and treatment completed without further incident. The complaint sample is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed for blood loss only.